Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/01/17 - medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/22/2017.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received for another com ((B)(4)). High metal ions were alleged and the right hip cannot be excluded as the cause of the elevated metal ion levels. No date of revision has been provided. No labs provided. It should be noted the patient had a poly on ceramic bearing.

Event description:
Update may 05, 2017: litigation received. After review of litigation papers, there is no new information added that changes the existing MDR decision. Added complainant information. This complaint was updated on: may 10, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: medical records received for another com ((B)(4)). High metal ions were alleged and the right hip cannot be excluded as the cause of the elevated metal ion levels. No date of revision has been provided. No labs provided. It should be noted the patient had a poly on ceramic bearing. Update 03/01/2017 - medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/22/2017. Update may 05, 2017: litigation received. After review of litigation papers, there is no new information added that changes the existing MDR decision. Added complainant information. This complaint was updated on: may 10, 2017. Update jun 09, 2017: legal medical records received. After review of medical records for MDR reportability it was reported, on office notes on (B)(6) 2011, there was hematoma and swelling with no sign of infection. Patient's office visit notes((B)(6) 2015) states patient is experiencing pain described as dull/aching. There is no revision notes provided. No lab values provided for the previously alleged high metal ions. Added the liner. This complaint was updated on: jun 19, 2017. Update aug 23, 2017: medical records received. After review of medical records for MDR reportability, it was stated that the laboratory results for cobalt/chromium are below 7 ug/l. This complaint was updated on: sep 18, 2017.

Event description:
Update aug 23, 2017: medical records received. After review of medical records for MDR reportability, it was stated that the laboratory results for cobalt/chromium are below 7 ug/l. This complaint was updated on: sep 18, 2017.

Event description:
Update jun 09, 2017: legal medical records received. After review of medical records for MDR reportability it was reported, on patients office visit notes((B)(6) 2015), patient is experiencing pain described as dull/aching. There is no revision notes provided. Office notes on (B)(6) 2011 report hematoma and swelling with no sign of infection. No lab values provided for the previously alleged high metal ions. Added the liner. This complaint was updated on: jun 19, 2017.